Manufacturer narrative:
Exact date unknown, event occurred over the past 6 months from date manufacturer was made aware.

Event description:
It was reported that patient had frequently charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg was discarded.